Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the fill estimate was inaccurate. Customer¿s blood glucose was 319 mg/dl. Troubleshooting with tandem technical support indicated that the pump was operating as expected. However, customer maintained that the fill estimate was inaccurate. Customer continued to use pump for insulin delivery.